Event description:
Patient was revised to address post-op pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from toxic cobalt-chromium metal ions, discomfort, and inflammation. Doi has been provided.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint was investigated and closed in the previous complaint database (B)(4). The following information has been added to the complaint; however, does not affect the investigation (list updated fields). It has been transferred into etq reliance only to submit a supplemental MDR. The investigation resides on (B)(4) in the previous complaint database. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 1/20/16- pfs received. Pfs reviewed for MDR reportability. Pfs reported pan, difficulty walking and trouble with normal activities of daily living. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 9, 2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.